Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve implanted in the pulmonic position for 5 years and 11 months underwent a valve-in-valve procedure due to stenosis and regurgitation. The procedure was performed successfully with a 26mm 9750tfx transcatheter valve. Patient doing well. Patient post procedure in recovery.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Manufacturer narrative: updated sections: d4 expiration date, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. H11 corrected data: section b5 and h6 health effect - clinical code.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve implanted in the pulmonic position for 5 years and 11 months underwent a valve-in-valve procedure due to moderate stenosis and regurgitation. The procedure was performed successfully with intentional fracture of the surgical valve, and implant of 26mm 9750tfx transcatheter valve. Patient tolerate the catheterization well, post procedure in recovery. Patient was discharged on pod#1.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve implanted in the pulmonic position for 5 years and 11 months underwent a valve-in-valve procedure due to moderate stenosis and regurgitation. The procedure was performed successfully with a 26mm 9750tfx transcatheter valve. Patient doing well. Patient post procedure in recovery. Patient was discharged on pod#1.